Event description:
Customer reported one sars-cov-2 tma run, wl (B)(4), using assay lot: 289484 on panther instrument sn: (B)(4) which had a discrepant sample. The sample was positive (rlu 1100) in the wl in question, then a new aliquot was prepped and run on another panther three separate times; all three repeats were negative. The information provided by the customer was insufficient to characterize any sample as a confirmed false result. There was no indication of results being reported to patients.

Manufacturer narrative:
Hologic technical support (ts) reviewed logs and confirmed the initial sample and three retests had valid results and normal control rlus. Ts advised customer that since these were different aliquots, ts could not compare these results. Hologic product applications specialist (pas) reviewed logs and found no instrument or reagent preparation issues; the initial sample was a true positive. Ts relayed pas log review to customer. No further issues reported. Hologic and FDA met on october 29, 2021, regarding how to report all "false/discrepant/questioning results" complaints for the aptima and panther fusion sars-cov-2 assays (panther fusion sars-cov-2 (B)(4), aptima sars-cov-2 (B)(4), and aptima sars-cov-2/flu (B)(4). FDA clarified that as part of the conditions for the emergency use authorization of sars-cov-2 assays, manufacturers are required to track adverse events including any occurrence of false/discrepant/questioning results, confirmed or unconfirmed, and report to FDA in accordance with 21 cfr part 803. Hologic, retrospectively is reporting complaints initiated on (B)(6) 2020 to present.